Event description:
Reference MDR #1219856-2010-00540 for the first event involving the same pt. It was reported that a male pt was taken to the cardiac cath lab to have elective catheter placement via the right femoral artery prior to coronary artery bypass graft (CABG) surgery. The fiberoptix sensor (fos) zeroed with no issues displaying a green light prior insertion. The catheter was disconnected to relocate the intra-aortic balloon pump (iabp) in relation to the sterile field. The fos was not recognized upon reconnection. The fos display was "black light with blue square" & no tones or messages were displayed or heard. The decision was taken to utilize the iabp with a new catheter. The new catheter was auto zeroed with no issues. The sheath & catheter were removed from the pt together. The sheath was replaced with a 9fr gauge standard angiography sheath & a new fos intra-aortic balloon (iab) catheter was advanced without incident. There was no reported pt death or injury. There was no surgical or medical intervention required. The therapy was delayed with time frame unk to obtain new catheter, insert & connect. There were no reported pt complications, with pts' outcome not reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.